Event description:
It was reported to boston scientific corporation that a nephromax&#10244;dilatation balloon was used during a procedure performed last (B)(6) 2016. According to the complainant, the device was assembled and filled with contrast media; however, the balloon had split. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation result: visual analysis of the returned nephromax balloon catheter revealed that the catheter shaft no kinks or damage. A longitudinal tear was identified in the balloon. The tear was from the distal end extended proximally along the balloon material for a total length of 115mm. An examination of the balloon material identified no issues which could potentially have contributed to the tear. Therefore, the complaint was confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a nephromax¿ dilatation balloon was used during a procedure performed last (B)(6) 2016. According to the complainant, the device was assembled and filled with contrast media; however, the balloon had split. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.